Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was asked but not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted/removed from the patient's operative eye. Vitrectomy, incision enlargement, and suture(s) were required. There was no patient injury reported. Replacement lens used to complete the procedure was a different model iol. Account provided that the iol was discarded upon retrieval. No further information was provided.